Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6, d9, h3 h3 investigation summary: the product was returned to ethicon for evaluation. Forty one unopned foil packets were received for analysis. Product code is vcp213h. Following the sampling plan, a visual inspection was conducted on 13 samples. The swage and attachment area were noted to be as expected. The sutures were dispensed without issues. Although, the sutures in all the samples were noted with significant difference in suture¿s diameter and coloration at the tipping area. As per this condition observed in the sutures, a flex test was performed on the forty-one samples. All sutures were breaking away from the swage area. In further investigation, no issues related to fraying suture were observed during evaluation. Based on the information currently available, damaged suture was identified during the investigation of the sample received. This product issue will be addressed through the ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Additional information was requested, and the following was obtained via: I have not received any complaint info regarding the j suture mentioned in the above email. My belief is this was mistakenly included. L, can you confirm that you have only had issue with the vcp code, not the j code. Issue with only the 1.

Manufacturer narrative:
Product complaint#: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. H6 component code: g07002 device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: was there any change in the patient¿s post-operative care due to the prolonged procedure? Were there any unexpected outcomes or complications resulting from the prolonged surgery time? Please provide the source or name and title of external person providing answers to follow-up there were no changes to the patient¿s care nor complications. Lc is the urology coordinator who informed me and provided info.

Event description:
It was reported that a patient underwent an urology procedure on an unknown date and suture was used. During the procedure, the suture disintegrated/came apart when using and then the needle popped off. The procedure was completed with another like device with care/attention in handling. There was a short (minutes) delay in the completion of the procedure. There were no adverse patient consequences. Additional information was requested.